Event description:
"Liquid" was found at the time of explant.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and noted the device weighed 227.03 grams. Visual analysis noted wear abrasion and crease fold on the shell. Under microscopic analysis a sharp edged opening was assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening. Missing piece of the shell assessed inconclusive.

Event description:
Physician reported textured implant exchange. Additional information noted by the physician, left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported textured implant exchange. Additional information noted by the physician, left side rupture. The device has been explanted.